Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the leads were replaced and the splitters were explanted. The patient was reportedly doing well postoperatively. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost stimulation and the device was no longer working. It was determined that the contacts on the leads were out and lead fracture was noted due to the splitters. The patient will undergo a replacement of the leads.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient lost stimulation and the device was no longer working. It was determined that the contacts on the leads were out and lead fracture was noted due to the splitters. The patient will undergo a replacement of the leads.